Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 which occurred on home choice (hc) during use during dwell 4 of 6. The home patient (hp) was connected to the machine. The hp did not disconnect any time prior to the alarm. All bags were properly spiked and connected. Patient extension lines were used. There were not any open clamps on any unused supply lines. Tsr had the hp close all clamps and transfer set, cycled power off and on to se 2367, cycled power off and on to press go to start prompt. The baxter technical representative (tsr) explained the alarms and hp stated no leaks were found and he did not disconnect, no spare lines, and had primed ok. Tsr explained to discard all supplies and to report alarms to peritoneal dialysis nurse next morning. Hp to finish that night's therapy manually. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) and 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. This complaint for the system error 2240 (air in line) was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).